Manufacturer narrative:
The product reported involved in this event was not returned for evaluation. However, photographic evidence was provided of a broken sonopet tip where the reported malfunction of breakage was confirmed. Without the product, the root cause cannot be determined. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, the device broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, the device broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.